Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a 250ml eva bag. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye noted a foreign particle enclosed inside the sterile bag. Efforts to remove the particle were unsuccessful as the particle was embedded in the inviolable clamp, and appears to be a burn mark. It is to be stated that this spot would be impurity in the raw material of inviolable clamp. The inviolable clamp is produced through a molding process where the material is melted and formed in a mold. Thus it can be concluded that the spot would be embedded in the material with no risk of contamination. Thus issue can be classified as a cosmetic defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The particulate is not in the fluid path; therefore, the likelihood this would result in a death or serious injury is unlikely. Should additional relevant information become available, a supplemental report will be submitted.